Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional facility via a manufacturer representative regarding a patient receiving bupivacaine 20mg/ml for a total dose of 1.001mg/day and dilaudid (hydromorphone) 20mg/ml for a total dose of 1.001mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported a volume discrepancy occurred where the actual residual volume (arv) was less than expected residual volume (erv). The erv was 13.7ml and the arv was 0ml. It was noted that the healthcare professional (hcp) was certain they were in the pump reservoir and they got nothing back. Troubleshooting done prior to call included accessing the reservoir. The hcp filled up the reservoir with saline, performed a bridge bolus (duration was 209 hours and 54 minutes), and will have the patient come back in two weeks ((B)(6) 2017) to check for further volume discrepancies. It was noted that the pump had not been alarming. It was reviewed to consider to check the pump logs since they were not checked today ((B)(6) 2017), but the patient had already left. It was calculated that when the patient comes back on (B)(6) 2017 there should be approximately 15ml left of saline in the pump. The manufacturer representative was redirected to hcp to review considerations. The patient did not experience any withdrawal or overdose symptoms. The patient's weight at time of event was approximately (B)(6) pounds. Additional information received on (B)(6) 2017 reported the patient returned for a refill on the morning of (B)(6) 2017 at which time the hcp confirmed that the erv was 13.7 ml and the actual residual volume (arv) was 0 ml as previously stated. The hcp stated that they repositioned and re-attempted to aspirate the reservoir and again only got very small bubbles. At that time, the patient was refilled with saline, no bolus was provided, and the pump rate was not changed. At approximately 16:30, the hcp telephoned the nursing home where the patient was on hospice and was told that the patient was doing well, was in no pain, and was participating in activities. No further complications were reported/anticipated.